Manufacturer narrative:
A2) patient age - average patient age: the mean age was 71 years. A3a) patient sex - sex of majority of patients involved: 35 males, 19 females (n=54). A4) patient weight - average: bmi, kg/m2 26±4 a3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolism, dissection, reocclusion, and reintervention are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 30jun2015) ¿laser atherectomy for treatment of femoropopliteal in-stent restenosis¿. The study retrospectively aimed to investigate if laser atherectomy with adjunctive balloon angioplasty can improve endovascular treatment outcomes for femoropopliteal in-stent restenosis (isr). A total of 135 symptomatic patients who underwent endovascular treatment of femoropopliteal isr were enrolled in the study in 2006 and 2013. All lesions were sequentially treated with spectranetics turbo-elite and turbo-tandem laser atherectomy catheters. Procedural complications included 5 embolization and 1 dissection. At 2-year follow up, 7 patients experienced target lesion revascularization, 37 with recurrent restenosis, and 18 with recurrent in-stent occlusion (MDR #3007284006-2026-00189, MDR # .). Additionally, there were 9 deaths at the 2-year follow up (MDR #3007284006-2026-00191, MDR #3007284006-2026-00192). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30jun2015 has been used, the date of publication. Armstrong, ehrin j.,thiruvoipati, thejasvi,tanganyika, kundai,singh, gagan d.,laird, john r. 2015. Laser atherectomy for treatment of femoropopliteal in-stent restenosis journal of endovascular therapy, 22(4): 506-513. Https://doi.org/10.1371/journal.pone.0251829. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.